Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for clog on lot # 7164628. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no.: 320119 batch no.: 7164628. Verbatim: consumer reported nothing comes out during the injection. When he reported to pharmacy they advised him to call manufacturer. He gets 30 needles in a bag each time he buys it. He uses the mini pen needles 5mm 31g. He follows the steps on doing the priming the first time when he uses the new pen. Occurence: 3 bad. Lot# 7164628. Consumer uses new pen needle each time of his injection, rotates the injection site. He visually sees the needle to see if it is straight. He slightly tightens the pen needle while attaching. When it does not work he takes the pen needle out tests the needle and attaches back.